Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the lack of storage space or database files reaching the maximum allowed size. A technical support specialist (tss) identified that multiple stations were in disconnected mode and critical override due to a server issue, which could have impacted patient and order data. Tss restarted the necessary becton dickinson services and determined that the database server drive was critically low on space due to an oversized page file. After coordinating with an tss, tss stopped application services, rebooted the database server, and restarted all services. Disk space was restored, and the stations exited disconnected and critical override states. The customer confirmed normal operation, and the case was kept open for monitoring before closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, stations had disconnected mode due to a bloated page file on drive p of the database server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.